Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the cardiac monitor showed oversensing and noise which may be caused from muscle movements. The cardiac monitor remains in use. No patient complications were reported as a result of this event.